Event description:
A home patient (hp) reported to baxter (B)(4) that he observed some povidone/iodine mini caps that looked dry. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was discarded. Should additional information become available, a follow up MDR will be sent.